Manufacturer narrative:
The device has not been released to pride for an evaluation at this time. A f/u report will be submitted once an evaluation is complete.

Event description:
The end user alleges she was driving the scooter when it malfunctioned causing her to lose control and run into a wall. The end user sustained a fractured ankle.